Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 445 mg/dl and treated with an injection. Customer indicated that the pump and basal settings are correct. Troubleshooting found that pump settings were recently changed and that the pump passed the high pressure test. Customer was advised to change out set, reservoir and insulin and treat per doctor's instruction. Customer was advised to follow up with their doctor about the high blood glucose.